Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported left side "just discovered that the prosthesis had ruptured" and patient later reported "baker grade of capsular contracture: iii." The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22apr2024.

Event description:
Patient reported left side "just discovered that the prosthesis had ruptured" and patient later reported "baker grade of capsular contracture: iii." The device remains implanted.

Event description:
Patient reported "just discovered that the prosthesis had ruptured" this is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.